Manufacturer narrative:
E1: patient city: harbour breton. Patient country: canada. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State, province or territory: ca. Post office or zip code: 91325 . Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced adhesive issues with infusion set, which detached from the skin after only one day of use due to no glue event on 09 may 2026.